Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to the device no longer working as intended. The old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device was discarded and will not be returned.